Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30535003l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old male patient with a history of myocardial infarction underwent a ventricular tachycardia ablation with pentaray nav high-density mapping eco catheter. During the procedure the patient suffered ventricular fibrillation requiring external defibrillation. The physician stated the pentaray arms are too stiff. A pentaray was used in vt ablation, slow vt (tcl 420ms) was tried to map with pentaray - unfortunately every little touch of pentaray in lv triggered pvcs and up to vfib which had to be defibrillated twice. Mapping neither in nsr nor vt was possible due to constant pentaray-triggered pvc. Mapping was done with stsf catheter instead with good result. No patient consequences. The physician¿s opinion on the cause of this adverse event: product / pentaray arms are too stiff and induce lots of mechanic pvcs (at least in some patients) it´s normal that when mapping the ventricle that there is mechanic induced extras but in this case mapping was impossible because pentaray triggered permanently pvcs with every movement. Physician is experienced with pentaray mapping in lv and knows to slowly move catheter, let it rest on one place to collect points and then slowly move to the next place. There was no mishandling of the patient in my opinion. After several mechanically induced non-clinical known vts that accelerated to vfib and de need of external defibrillation physician decided to continue mapping the lv with stsf catheter. No vt/vfib during stsf mapping, successful ablation of lv substrate and procedural success (no inducible vt) in the end of the procedure. No medical or surgical intervention was require and the patient did not require extended hospitalization because of the adverse event. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.